Manufacturer narrative:
It was reported that, after a left bhr surgery had been performed, the patient experienced an unspecified musculoskeletal problem. This adverse event was treated by a revision surgery, in which removal of both resurfacing components and conversion to total hip replacement was performed. Patient's current health status is unknown. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup and head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. Based on the limited information provided a clinical root cause of the ¿unspecified¿ musculoskeletal problem and subsequent revision cannot be confirmed. Some patients can be genetically predisposed to heterotopic ossification, it is a known complication of joint surgeries. It cannot be concluded the heterotopic ossification was related to the implant or the revision. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after a left bhr surgery had been performed on (B)(6) 2014, the patient experienced an unspecified musculoskeletal problem. This adverse event was treated by a revision surgery on (B)(6) 2019, in which removal of both resurfacing components and conversion to thr was performed. Patient's current health status is unknown.